Event description:
The hospital reported that the endoscope came back positive for pseudomonas before and after processing in the steris brand sterilizer. There was no allegation of harm.

Manufacturer narrative:
The device in question was sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. The microbiology report indicates that there were some growth in the scope. Further analysis of this information is required and a supplemental report will follow.